Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, a charge timeout alert was observed. Abbott technical support was contacted and confirmed the charge timeout alert and the battery voltage trend has been stable. Device replacement is anticipated to be performed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the device.

Manufacturer narrative:
Additional information: b1, b2, b5, d7 and h1.

Manufacturer narrative:
The reported event of charge time out was confirmed via the device image. However the charge time out was unable to be reproduced in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier, and capacitor charging was tested and no anomaly was detected. The cause of the field event remains undetermined.